Event description:
The nurse (rn) for the home patient(hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice(hc) during drain 6 of 6. The hp disconnected in drain and the hc then alarmed. The baxter technical service representative(tsr) explained se 2240 indicates a large amount of air has entered setup and assisted the rn to cycle power to clear the alarm. On (B)(6) 2010 product surveillance spoke with the nurse who stated that the patient was doing fine and has had no adverse events.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient had disconnected in drain. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).